Event description:
Related manufacturer reference number: (B)(6) it was reported that patient's lead was explanted. Reason for explant is unknown. No further information is known or provided.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.